Event description:
It was reported that patient reported seeing an out of range (oor) message code 2703 on their handset today for their right-side ins. The caller was not with the patient at the time of the call, so further troubleshooting could not be performed. Agent reviewed that this message could be due to high amplitudes/settings and also impedance issues, specifically high impedances. The caller went on to say that at the pt's ins replacements on (B)(6), it was noticed that the pt had 'bad impedances'. Agent reviewed the oor message and impedance issue could be related. Agent elected to report these issues in the same record. Agent reviewed options for addressing the oor message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.